Manufacturer narrative:
(B)(4). D10: g7 hi-wall e1 liner 32mm f. Item: 010000928. Lot: 663703232. Unknown head. Unknown stem. G2: foreign ¿ australia . The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 4 years post implantation due to anterior pain and unequal limp length. Due diligence is in progress for this complaint; to date no additional information or product has been received.